Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure, a patient's lead exhibited high pacing impedance. The lead was not used and another lead was used to complete the procedure. The patient was in stable condition throughout.

Event description:
New information received notes the implanted lead to be a right atrial (ra) lead.